Event description:
A patient reported experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 183mg/dl, 174mg/dl, 192mg/dl, 202mg/dl, 189mg/dl. Tests were done within 13 minutes with a difference of 24%. Patient did not experience any adverse events. No further information has been reported.